Event description:
In 2009, a patient underwent a carotid endarterectomy procedure at which time, the 1 x 8 vascu-guard patch was implanted across the left proximal internal carotid artery (ica) and common carotid bifurcation. It was noted that the vascu-guard patch was "well rinsed" prior to implant. In the next day, the patient developed neck swelling, and the airway was compromised. In the following day, the patient was taken back to the operating room for re-exploration of the neck. Minimal bleeding found, but swelling evident and the patent was intubated and kept in ICU. In the next day, the patient was extubated, however inflammation was still evident. Triptase results were normal. The patient remained in the ICU. In the following day, the patient was transferred to the vascular ward and "appears to be well". Steroid therapy was stopped, and there were no plans to remove the vascu-guard patch.

Manufacturer narrative:
The vascu-guard patch is still implanted in the patient, therefore, no product was returned for evaluation. According to the device history record, the device met specification at the time of manufacture.